Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("extreme and irregular vaginal bleeding / abnormal bleeding (vaginal)"), bladder injury ("bladder laceration"), uterine cancer ("cancerous cells on uterus"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("blood clots") in a 41-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, cesarean section, cholecystectomy, ovarian cystectomy, uterine dilation and curettage, induced abortion, depression and visual acuity lost. Concurrent conditions included hoarseness, protein urine present, anemia, anesthesia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), loss of libido ("loss of libido"), hypersensitivity ("allergic or hypersensitivity"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), dry skin ("dry skin"), seborrhoea ("oily skin"), skin discolouration ("skin discoloration"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("memory loss"), insomnia ("insomnia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder injury (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine cancer (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), the first episode of visual acuity reduced ("loss of visual acuity"), fatigue ("fatigue"), aphonia ("loss of voice"), dyspnoea ("shortness of breath"), paraesthesia ("paraesthesia"), haematuria ("abnormal bleeding ( general ) gross hematuria"), alopecia ("hair loss"), endometrial hyperplasia ("endometrial hyperplasia without atypia"), breast pain ("left breast pain"), the first episode of myalgia ("pain muscle"), arthralgia ("pain joint"), back pain ("pain back"), chest pain ("pain chest"), abdominal pain ("pain abdomen"), autoimmune disorder (seriousness criterion medically significant), sensitivity of teeth ("tooth sensitivity"), pain in extremity ("hands pain"), vulvovaginal pain ("vaginal pain"), the second episode of myalgia ("muscle pain"), the second episode of visual acuity reduced ("loss of visual acuity"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands, feet, arms, & legs"), abdominal distension ("bloating/ puffiness over entire body"), genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("loss of focus"), hair colour changes ("grey hairs") and swelling ("swelling all over body / puffiness over entire body"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy)), surgery (total abdominal hysterectomy and bilateral salpingectomy, removed both essure devices) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, mood swings, hot flush, hypersensitivity, urinary tract infection, fungal infection, dry skin, seborrhoea, skin discolouration, incontinence, migraine, headache, nausea, menorrhagia, insomnia, allergy to metals, dysmenorrhoea, bladder injury, uterine cancer, vaginal discharge, fatigue, aphonia, dyspnoea, paraesthesia, haematuria, alopecia, endometrial hyperplasia, breast pain, arthralgia, back pain, chest pain, abdominal pain, autoimmune disorder, sensitivity of teeth, pain in extremity, vulvovaginal pain, the last episode of myalgia, feeling abnormal, genital haemorrhage, disturbance in attention and hair colour changes outcome was unknown, the loss of libido and swelling had not resolved, the depression, palpitations, the last episode of visual acuity reduced and abdominal distension had resolved and the amnesia, dyspareunia and hypoaesthesia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, aphonia, arthralgia, autoimmune disorder, back pain, bladder injury, breast pain, chest pain, depression, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, endometrial hyperplasia, fatigue, feeling abnormal, fungal infection, genital haemorrhage, haematuria, hair colour changes, headache, hot flush, hypersensitivity, hypoaesthesia, incontinence, insomnia, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, palpitations, paraesthesia, pelvic pain, seborrhoea, sensitivity of teeth, skin discolouration, swelling, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of myalgia, the first episode of visual acuity reduced, the second episode of myalgia and the second episode of visual acuity reduced to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device induced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed placement of both essure coils on (B)(6) 2015, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. "Concerning the injuries reported in this case , the following one/ones were described in patient's medical report: confirming- migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("extreme and irregular vaginal bleeding / abnormal bleeding (vaginal)"), bladder injury ("bladder laceration"), uterine cancer ("cancerous cells on uterus"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("blood clots") in a 41-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity, cesarean section, cholecystectomy, ovarian cystectomy, uterine dilation and curettage, induced abortion, depression and visual acuity lost. Concurrent conditions included hoarseness, protein urine present, anemia, anesthesia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), loss of libido ("loss of libido"), hypersensitivity ("allergic or hypersensitivity"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), dry skin ("dry skin"), seborrhoea ("oily skin"), skin discolouration ("skin discoloration"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("memory loss"), insomnia ("insomnia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder injury (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine cancer (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), the first episode of visual acuity reduced ("loss of visual acuity"), fatigue ("fatigue"), aphonia ("loss of voice"), dyspnoea ("shortness of breath"), paraesthesia ("paraesthesia"), haematuria ("abnormal bleeding ( general ) gross hematuria"), alopecia ("hair loss"), endometrial hyperplasia ("endometrial hyperplasia without atypia"), breast pain ("left breast pain"), the first episode of myalgia ("pain muscle"), arthralgia ("pain joint"), back pain ("pain back"), chest pain ("pain chest"), abdominal pain ("pain abdomen"), autoimmune disorder (seriousness criterion medically significant), sensitivity of teeth ("tooth sensitivity"), pain in extremity ("hands pain"), vulvovaginal pain ("vaginal pain"), the second episode of myalgia ("muscle pain"), the second episode of visual acuity reduced ("loss of visual acuity"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands, feet, arms, & legs"), abdominal distension ("bloating/ puffiness over entire body"), genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("loss of focus"), hair colour changes ("grey hairs") and swelling ("swelling all over body / puffiness over entire body"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy)), surgery (total abdominal hysterectomy and bilateral salpingectomy, removed both essure devices) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, mood swings, hot flush, hypersensitivity, urinary tract infection, fungal infection, dry skin, seborrhoea, skin discolouration, incontinence, migraine, headache, nausea, menorrhagia, insomnia, allergy to metals, dysmenorrhoea, bladder injury, uterine cancer, vaginal discharge, fatigue, aphonia, dyspnoea, paraesthesia, haematuria, alopecia, endometrial hyperplasia, breast pain, arthralgia, back pain, chest pain, abdominal pain, autoimmune disorder, sensitivity of teeth, pain in extremity, vulvovaginal pain, the last episode of myalgia, feeling abnormal, genital haemorrhage, disturbance in attention and hair colour changes outcome was unknown, the loss of libido and swelling had not resolved, the depression, palpitations, the last episode of visual acuity reduced and abdominal distension had resolved and the amnesia, dyspareunia and hypoaesthesia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, aphonia, arthralgia, autoimmune disorder, back pain, bladder injury, breast pain, chest pain, depression, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, endometrial hyperplasia, fatigue, feeling abnormal, fungal infection, genital haemorrhage, haematuria, hair colour changes, headache, hot flush, hypersensitivity, hypoaesthesia, incontinence, insomnia, loss of libido, menorrhagia, migraine, mood swings, nausea, pain in extremity, palpitations, paraesthesia, pelvic pain, seborrhoea, sensitivity of teeth, skin discolouration, swelling, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of myalgia, the first episode of visual acuity reduced, the second episode of myalgia and the second episode of visual acuity reduced to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device induced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed placement of both essure coils. On (B)(6) 2015, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. "Concerning the injuries reported in this case , the following one/ones were described in patient's medical report: confirming- migraines. Most recent follow-up information incorporated above includes: on 16-apr-2018: events : "hot flashes, mood swings, loss of libido, gross hematuria, allergy, urinary tract infection, yeast infection, depression, dry skin, oily skin, skin discoloration, incontinence, blood clots,urinary tract disorder, migraines, headaches, heart palpitations, nausea, menorrhagia /blood clots, memory loss, insomnia, nickel allergy, dysmenorrhea (cramping), bladder laceration , dyspareunia (painful sexual intercourse), cancerous cells on uterus,pain, vaginal discharge, loss of visual acuity, fatigue, loss of voice, shortness of breath, paraesthesia, abnormal bleeding ( general ) gross hematuria , hair loss, endometrial hyperplasia without atypia, left breast pain, pain muscle, pain muscle, pain back, pain chest, pain abdomen, autoimmune disorder, tooth sensitivity, hands pain, vaginal pain, muscle pain, loss of visual acuity, brain fog , numbness in hands, feet, arms, & legs , loss of focus, bloating/ puffiness over entire body, grey hairs ¿reporter ,lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('extreme and irregular vaginal bleeding / abnormal bleeding (vaginal)'), bladder injury ('bladder laceration'), uterine cancer ('cancerous cells on uterus'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('blood clots') in a 41-year-old female patient who had essure (batch no. C51063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, cesarean section, cholecystectomy, ovarian cystectomy, uterine dilation and curettage, induced abortion, depression and visual acuity lost. Concurrent conditions included hoarseness, protein urine present, anemia, anesthesia and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), hot flush ("hot flashes"), loss of libido ("loss of libido"), hypersensitivity ("allergic or hypersensitivity"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), depression ("depression"), dry skin ("dry skin"), seborrhoea ("oily skin"), skin discolouration ("skin discoloration"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), palpitations ("heart palpitations"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)"), amnesia ("memory loss"), insomnia ("insomnia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder injury (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), the first episode of visual acuity reduced ("loss of visual acuity"), fatigue ("fatigue"), aphonia ("loss of voice"), dyspnoea ("shortness of breath"), paraesthesia ("paraesthesia"), haematuria ("abnormal bleeding ( general ) gross hematuria"), alopecia ("hair loss"), endometrial hyperplasia ("endometrial hyperplasia without atypia"), breast pain ("left breast pain"), pain muscle ("pain muscle"), arthralgia ("pain joint"), back pain ("pain back"), chest pain ("pain chest"), abdominal pain ("pain abdomen"), autoimmune disorder (seriousness criterion medically significant), hyperaesthesia teeth ("tooth sensitivity"), pain in extremity ("hands pain"), vulvovaginal pain ("vaginal pain"), muscle pain ("muscle pain"), the second episode of visual acuity reduced ("loss of visual acuity"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness in hands, feet, arms, & legs"), abdominal distension ("bloating/ puffiness over entire body"), genital haemorrhage (seriousness criterion medically significant), disturbance in attention ("loss of focus"), hair colour changes ("grey hairs"), swelling ("swelling all over body / puffiness over entire body"), memory impairment ("forgetfulness") and dementia alzheimer's type ("alzheimer¿s") and was found to have uterine cancer (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy) and total abdominal hysterectomy and bilateral salpingectomy, removed both essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, mood swings, hot flush, hypersensitivity, urinary tract infection, fungal infection, dry skin, seborrhoea, skin discolouration, incontinence, migraine, headache, nausea, menorrhagia, insomnia, allergy to metals, dysmenorrhoea, bladder injury, uterine cancer, vaginal discharge, fatigue, aphonia, dyspnoea, paraesthesia, haematuria, alopecia, endometrial hyperplasia, breast pain, pain muscle, arthralgia, back pain, chest pain, abdominal pain, autoimmune disorder, hyperaesthesia teeth, pain in extremity, vulvovaginal pain, muscle pain, feeling abnormal, genital haemorrhage, disturbance in attention, hair colour changes, memory impairment and dementia alzheimer's type outcome was unknown, the loss of libido and swelling had not resolved, the depression, palpitations, the last episode of visual acuity reduced and abdominal distension had resolved and the amnesia, dyspareunia and hypoaesthesia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, aphonia, arthralgia, autoimmune disorder, back pain, bladder injury, breast pain, chest pain, dementia alzheimer's type, depression, disturbance in attention, dry skin, dysmenorrhoea, dyspareunia, dyspnoea, endometrial hyperplasia, fatigue, feeling abnormal, fungal infection, genital haemorrhage, haematuria, hair colour changes, headache, hot flush, hyperaesthesia teeth, hypersensitivity, hypoaesthesia, incontinence, insomnia, loss of libido, memory impairment, menorrhagia, migraine, mood swings, nausea, pain in extremity, pain muscle, palpitations, paraesthesia, pelvic pain, seborrhoea, skin discolouration, swelling, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, the first episode of visual acuity reduced, muscle pain and the second episode of visual acuity reduced to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device induced symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirmed placement of both essure coils. Diagnostic results: on (B)(6) 2015, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. "Concerning the injuries reported in this case , the following one/ones were described in patient's medical report: confirming- migraines. The following information was received from social media forgetfulness, alzheimer¿s. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- forgetfulness, alzheimer¿s. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("extreme and irregular vaginal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy, removed both essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage outcome was unknown. The reporter considered vaginal haemorrhage to be related to essure. The reporter commented: her physician determined that her physical examination was suggestive of essure device induced symptoms. Diagnostic results: on (B)(6) 2015, hysterosalpingogram confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.